Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to low blood glucose. Customer called the paramedics and was transported to the hospital. The blood glucose reading at the time of the event was below 40 mg/dl. Customer was hospitalized for 16 days. The current blood glucose reading is 143 mg/dl. Nothing further reported.